Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she got thrown into the pool and she was wearing the insulin pump. The customer stated that the buttons stopped responding and she could see moisture under the lcd screen. The customer changed the battery and received a battery out limit alarm since the battery was out for greater than duration allowed. Blood glucose value was 259 mg/dl; most recent reading was 182 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unit with unresponsive act button due to corroded keypad traces. The insulin pump was unable to perform a displacement test and unable to test for battery out limit due to unresponsive button. No moisture damage noted on the electronic assembly or motor assembly. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corner.